Event description:
Pt underwent a retrograde femoral antegrade nailing on (B)(6) 2008. Post-op, pt returned to facility complaining of pain. X-rays did not show any broken hardware. Surgeon decided to revise pt and explanted two 5.0mm ti locking screws on (B)(6) 2012. Pt was not revised to any add'l hardware. Both screws were given to pt. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or part number or lot number provided.